Event description:
The device was used during a vats bullectomy procedure. Reportedly, the instrument did not cut and the staples did not form. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.